Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date unknown method: visual inspection, results - visual inspection ¿ inspection of the returned implants revealed that a pin within the rotary mechanism broke off and caused the rotating cap to detach itself. While, we are not able to determine the exact cause for the instrument jamming, there are clear traces of the tool application on the cap, which leads to the conclusion an attempt was made to unjam this instrument. The pin sheared off due to the excessive force applied to the cap. The instrument is designed for manual handling only. Device is still currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
It was reported that the distraction-compression instrument jammed and was only removable by applying extreme force. The screw became detached during the process. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint issues.